Event description:
It was reported 10 days post op a realize adjustable band, the patient developed a band infection. Patient presented with fever and abdominal pain culture was performed and came back positive for gram positive strep. The patient was treated with explant and antibiotics. Currently patient recovering well with normal follow up.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. Consult with medical director and the following feedback was provided: there are only a few reasons why you have infection soon after surgery. Assuming there¿s been no accessing of the port since its original placement. Those two reasons are breach of sterile technique at the time of placement or bacteremia contaminate status post placement. It seems unlikely that two separate patients would both develop post operative bacteremia with the same organism type. It seems more likely that some breach in sterile technique in the operating room on that particular day resulted in this outcome. The manufacturing records were reviewed and no non-conformance was observed during the manufacturing process. The certificate of sterilization was reviewed and no issues were observed during the sterilization process. The bioburden testing result were also reviewed and no discrepancies was observed during the manufacturing process.

Manufacturer narrative:
(B)(4).